Event description:
Customer reported display presents green and yellow lines, no format. The customer reported there was patient involvement; no patient harm.

Manufacturer narrative:
On (B)(6) 2018. The initial report was submitted in error MDR-2031642-2018-01158. This is not reportable based on the information from the customer and the failure investigation results.

Manufacturer narrative:
¿Upon re-investigation it was determined that this adverse event 2031642-2018-01158 was redacted in error and is indeed reportable. This investigation is linked to the FDA remediation project in which complaints from 29 nov 2017 to 29 nov 2018 were reassessed for reportability.¿ submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.